Event description:
It was reported that before using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the tubing separated from the unit at the luer end of the product. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-oct-2026. Investigation summary : bd received 10 samples and 1 photo for investigation. The photo was reviewed and shows an example of a device but does not show the reported defect. The 10 customer samples were subjected to visual inspection for severed tubing or separation of the tubing from the device. All samples passed testing as there was no evidence of tubing damage or device separation. Additionally, the customer samples along with 30 retention samples from bd inventory, were functionally evaluated for sleeve function testing. All of the customer samples passed testing as there was no evidence of damage to the device, leakage or device separation before or during the testing. All of the retained samples passed testing for sleeve function as there was no evidence of defects to the sleeve or sleeve leakage. However, one of the samples failed testing as there was leakage between the male and female luer due to separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for separates based on the retain sample testing. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the tubing separated from the unit at the luer end of the product. No adverse impact was reported regarding the patient or user.